Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that during a vitrectomy procedure there was a problem with aspiration and extrusion. There was also an issue trying to attach the cassette tubing being hard to lock into place. Surgery was completed with the same system with no harm to the patient. The consumable product was discarded, so no samples will be returned. This is the first of two reports for this facility.